Manufacturer narrative:
B3: date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus high flow insufflation unit was not working properly and that there was an internal leakage sound coming from inside the unit. There was no patient injury reported.